Event description:
On (B)(6) 2012, the pt underwent treatment of a descending thoracic aneurysm with a conformable gore tag thoracic endoprosthesis. It was reported that the procedure concluded with no issue, and final angiography showed no evidence of endoleak. On (B)(6) 2012, the pt presented to the hospital with pain, and imaging reportedly showed a pseudoaneurysm 5 cm proximal to the device. An add¿l conformable gore tag device was implanted proximal to the first device. Imaging showed a proximal type I endoleak (cause unk), so a (B)(4) was implanted for proximal extension. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. It was reported that the cause of the pseudoaneurysm is unk.

Manufacturer narrative:
Results ¿ the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions ¿ the root cause of the pseudoaneurysm is unk. (B)(4) for the info on the gore tr-lobe balloon catheter involved in this event.